Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of essential tremor symptoms finding it hard to eat. She was admitted to the hospital. The neurologist assessed the return of tremor symptoms were possibly due to an inability to charge her system as the charger may have been broken. It was later discovered by reviewing the remote control that the stimulation had been turned off and was the cause of her returned systems. Once the stimulation was resumed the patient was feeling great.